Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid or foreign material came out of the instrument channel and the suction cylinder had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer's allegation: pinhole on jet tube leading to watertightness loss. Regarding the newly found malfunctions, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a black liquid coming out of the distal end. The event occurred during reprocessing. There were no reports of patient involvement.